Event description:
Facility reported, "within minutes of treatment initiation, blood was noted leaking from the dialyzer header". First use dialyzer, not preprocessed. Estimated blood loss greater than 100cc. No medical intervention. New dialyzer was set up and the treatment continued without further incident. Sample not available for examination, was discarded by the facility. Medwatch filed on the blood loss.